Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7104494 model/catalog description: linear st lead kit 50 cm unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) leads of the patient had migrated causing the patient to have pain at the midline incision site. X-ray imaging was performed to confirm the device migration. The physician performed a subcutaneous trigger point injection over the painful midline incision. The patient was doing well after the procedure. The device remains implanted and in service.